Manufacturer narrative:
Device difficult to insert into introducer. Device evaluation is in process, but not yet complete.

Manufacturer narrative:
Evaluation results: prior to evaluation, when the device package was opened, the contamination guard and stylet guide wire were missing. Visual examination confirmed that the distal tip of the endoplege device had been pulled apart. There were wires showing and it appeared as if the tip was twisted until it came apart. The balloon could not be inflated because the fracture in the device broke the balloon lumen, preventing it from inflating. A sharp kink was noted just before the 4cm marker. An attempt was made to introduce water into the device lumens, however because the device came apart, the water would not flow from where it should. There were no other defects detected. A review of the device history record (DHR) was performed and this device passed all raw materials, in-process, finished goods and sterilization requirements with no non conformances related to the nature of this complaint. These devices are visually and functionally tested 100% prior to packaging. This device met all specifications upon release of this product. The instructions for use advises the operator that "to facilitate placement, the catheter shape may be altered as follows: firmly grasp the wire reinforced portion of the catheter and bend to desired shape. Alternatively, the stylet may be removed and reshaped. The malleable stylet will spring back somewhat. Therefore, apply a slightly tighter bend than deemed necessary." The fracture is located at the end of the wire section. Although it cannot be definitively confirmed, it appears the user may have attempted to form the catheter at a point at or beyond the end of the wire section. The post-sterile test requires a minimum of 2lbs. Force prior to separation of the soft-tip. Review of test data demonstrates the average tensile force applied to cause separation is approximately 5.8 lbs.

Event description:
The anesthesiologist reported that the endoplege coronary sinus catheter kit 9fr (3.0) x 18.9" (48cm) was difficult to insert. Upon removal of catheter, the doctor discovered that it was fractured and the balloon did not fully inflate. Device was hard to use. (B)(4).